Manufacturer narrative:
Other applicable components are: product ID: 306001. Product type screening device product ID: 309201.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient that their wire was pulled out. Support link helped troubleshoot to see if patient could still feel stimulation. Patient stated they felt stimulation still but now it's in a different area than it was before. Patient stated they would like to speak to someone to see if they could change sides. Additional information was received on (B)(6) 2021. Patient stated their trial was a waste of time and they have seen no relief and it's the same problems as before. Patient stated they are on the right side at 6.0 stimulation and this is causing discomfort and shooting pain into her ovary. Patient stated they were going to shut the device off. The patient stated that the therapy being on the left side caused issues. Patient stated that their stimulation was too high. Patient's  representative switched her back to the right side and these issues have gone away. The patient stated that she had an error on her programmer that said cables not attached. Patient stated they pressed retry and this went away.  No further complications were reported at this time.